Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evolutr-23, serial#: (B)(6), ubd: 30-jul-2023, UDI#: (B)(4) image review: two static images were provided for review. There is no fluoroscopic valve load imaging for review. The first image shows a slightly constrained bioprosthetic valve with no presence of an infold. The second image shows a unique projection that does not have either the surgical bioprosthetic valve or the medtronic bioprosthetic valve squared off and would not be considered an adequate assessment of depth implant view. No final release imaging available. The patient summary was not provided for anatomical view. Conclusion: recapturing is a feature of the system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. A total of four recaptures were performed. The instructions for use (IFU) instructs that deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. There is no information to suggest a failure to meet manufacturing specifications. The valve device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a previously implanted non-medtronic (soprano 20 mm) surgical aortic valve failing with aortic regurgitation, it was difficult for the implant team to find the correct projection for the landing zone, due to the discrepancy between the surgical valve, and the transcatheter valve. Several attempts were made to find the correct landing zone, but the valve was either too deep or popped up. A total of four recaptures were performed. On the fifth deployment attempt, infolding was observed. The valve was fully recaptured and withdrawn from the body. Of note, a lunderquist wire was used during the procedure, and commissural alignment was performed accordingly. There was no sign of a misload, and the load was verified with fluoroscopy, and visual and tactile methods. The replacement valve was correctly positioned on the second attempt. The final implant depth was slightly deep, at 8 mm. Hemodynamics were reported to be good, with no residual regurgitation. No adverse patient effects were reported.